Manufacturer narrative:
A steris service technician arrived onsite to inspect the 3085 surgical table and found no issue with the function or operation of the surgical table. No repairs were required, and the table was returned to service. The reported event is attributed to user error by facility personnel while operating the smith & nephew supine hip positioning system with their 3085 surgical table. The 3085 surgical table operator manual states (1-2), "warning - instability hazard: possible patient or user injury, as well as table or accessory failure, may result from using steris table accessories for other than their stated purpose - or from using, on steris tables, accessories manufactured and sold by other companies." Steris is not the manufacturer or distributor of the supine hip positioning system. Steris notified the manufacturer, smith & nephew, of the reported event to internally investigate and evaluate for reportability in accordance with 21 cfr part 803. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their smith & nephew supine hip positioning system was attached to their 3085 surgical table and the table began to tip. Facility personnel stabilized the table and the procedure was completed successfully. No report of injury.